Event description:
It was reported that a patient was explanted due to irritation at the anchor site. The physician believed that the anchor's location was superficial which contributed to that patient's discomfort and pain. The device was removed and there have been no reports of further complications regarding this event.

Manufacturer narrative:
The device was not returned. The manufacturing records were reviewed and no relevant nonconformities were found.